Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and there were multiple error messages and flushing issues. These were found after the device had been used on the patient. The medical team confirmed that the catheter, generator, and pump settings were correct. To resolve the issue, there were multiple flushing attempts, change of irrigation bag, change of tubing, ultimately catheter was pulled out to visually check the irrigation. At that point, it was noticed that the catheter was not being irrigated properly (during flushing, the irrigation only came out at a ¿dripping¿-rate). The troubleshooting consumed approximately 5 minutes of time. The catheter was replaced. The procedure continued and was successfully completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-feb-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and there were multiple error messages and flushing issues. These were found after the device had been used on the patient. The medical team confirmed that the catheter, generator, and pump settings were correct. To resolve the issue, there were multiple flushing attempts, change of irrigation bag, change of tubing, ultimately catheter was pulled out to visually check the irrigation. At that point, it was noticed that the catheter was not being irrigated properly (during flushing, the irrigation only came out at a ¿dripping¿-rate). The troubleshooting consumed approximately 5 minutes of time. The catheter was replaced. The procedure continued and was successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, pump, and pressure gauge test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31411573m and no internal action related to the complaint was found during the review. The irrigation and bubble error issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: make sure the irrigation holes are not plugged prior to re-insertion; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 30-dec-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31411573m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).